Event description:
Pt pump has been running 5% off on the flow rate. Called medtronic and they said the tolerance is plus or minus 15%. Reporter is concerned because if the pump runs too fast, it runs out quicker but the reading shows there is still some of the drug left. For example: pt's pump reads there was 2.7 ml left but there was only 2 ml. When the pump gets below 2 ml it claims to let the person know they need to go into their doctor and get filled. Because they did not know it was at 2 ml, they did not go in and pt had spasms in back and withdrawal symptoms from the baclofen.